Manufacturer narrative:
One device was returned in good condition. The device was visually inspected, functional and electrical test was performed; device passed electrical test but failed functional tests. Device is leaking, pump is too noisy and a problem with the heater has been detected. The root cause is a cracked water tank enclosure. The exchange water tank enclosure and gasket replaced. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a leakage from the reservoir. There was no patient harm/involvement or medical intervention.